Event description:
Based on collected information the patient fell from a bed, their body was partially placed underneath of their bed. The patient was able to grasp the bed control, and they lowered the bed down upon themselves. He was found lying on the floor on his back, with his head and upper body under the bed. Staff had to raise the bed to move the resident out from it. The patient suffered extensive bruising to chest and arms and cuts to face. No fractures occurred. He remained in hospital until (B)(6) 2024.

Manufacturer narrative:
The bed was evaluated by arjo service technician and no malfunction of the device was found. According to minuet 2 instruction for use (746-396-ca_08, extract attached): ¿before operating the bed, make sure that the patient is safely positioned to avoid entrapment or imbalance.¿ ¿lower the bed to minimum height whenever the patient is left unattended.¿ based on the information gathered it is concluded that an unintentional activation of the bed¿s lowering function that occurred at the time of the patient fall from the bed resulted in the patient¿s entrapment under the bed. Based on the information from the customer that the patient was sick and weak. It seems the most probable that the patient¿s fall occurred due to the patient¿s medical condition. The arjo device did not fail to meet its specification during the incident. The device was used for a patient treatment while the incident occurred. The complaint was assessed as reportable due to the allegation that patient fell from the minuet 2 bed and got entrapped resulting in extensive bruising to the chest and arms and cuts to face (serious injury).